Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and motor error alarm on their insulin pump. The customer's blood glucose level was over 600mg/dl. The customer's current blood glucose level is 141mg/dl. The customer states they treated high levels with manual injection. Troubleshoot was conducted, and the customer was advised that the device would need to be replaced and returned for analysis.